Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have historically had issues charging their implant. Caller stated that today they went to look at their device and saw a por message on the recharger. Caller added that while charging the implant, every 30 minutes the por message pops up. Caller stated the por message is coming up on the programmer as well. Caller commented that the recharger was showing the implant was fully charged, but now it shows that the battery is empty. Agent had caller connect to the programmer; caller saw the warning por on the programmer. Agent had caller verify the por message on the recharger; caller was seeing the informational por on the recharger. Caller began recharging and said the implant was empty. Caller confirmed all 8 coupling boxes were filled in. Agent recommended caller continue to try and charge the implant before attempting to clear the por messages. Agent sent email to the field on patient's behalf and recommended caller have the MRI facility page a manufacturer representative (rep). Rep reported that there were high impedances; all 16 electrodes were over 10k. Stimulation was also in the incorrect location. Interrogated system and impendences were over 10k for all 16 electrodes. Cause is not known; rep stated the patient was overdischarged. The device was recovered from overdischarge/ por. Pt stopped using the device due to stimulation felt in their stomach. They had a return of pain, the issue is resolved now.